Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via phone call of unexplained high blood glucose of 563 mg/dl. The customer indicated that the infusion set wsa changed but the high blood glucose persists and the pump did not alarm. Troubleshooting advised customer to call back when they have the pump as the customer did not have the pump with them at the time of the call.